Manufacturer narrative:
No general product/ instrument failure has been found. No definitive root cause has been identified. The most probable root-cause of the false negative result is a the patient having a weak subgroup of a. In mitigation, the IFU for mts a/b/d monoclonal and reverse grouping card indicates; some weak subgroups of the a and b antigen may not be detected by these mts anti-a and anti-b reagents. The use of the mts anti-a,b (murine monoclonal blend) card may better in detecting these weak antigens.

Event description:
Customer reporting false negative reverse grouping type for one sample tested on provue on (B)(6) 2016. Customer ran abo type: a rh d positive and antibody screen: negative abo type was ran twice 1st time with a sample slightly hemolyzed customer got a nrd result with a question mark ? Over the a1 cell, the gel card was brought to the service rack and customer inspected visually and grade as a very weak reaction with slight hemolysis. To resolve the discrepancy, customer requested a second sample. The second sample had normal appearance no hemolysis edta sample and the abo type was graded as abo type a rh d positive no question marks under the a1 cell it was a completely negative result. Customer didn't run manual gel testing. After electronic crossmatch on (B)(6) 2016, the patient was transfused with 300 ml of red cells blood type a positive . Laboratory had a call back reporting transfusion reaction.